Event description:
"The doctor stated he recently had 3 pts return after insertion of smartplug and all presented with epiphora and keratitis in one eye. The doctor also stated he viewed all the puncta and it appeared as though the puncta was "puckered" together and stated it was "odd" looking. He was wondering if there were other cases reported of this nature."